Event description:
It was reported that there were inappropriate high voltage therapies delivered due to oversensing. The lead was explanted and replaced. When the existing device was connected to the new lead, oversensing continued to be observed when the device was shaken. The device was also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis results revealed that no anomalies were found. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis results revealed that no anomalies were found. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was fractured (overstress), there was blood/body fluid on the outer tubing overlay , the stylet was stuck in the lead at the distal coil, there was apparent explant damage, and the outer tubing overlay was breached cut.